Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. The customer reported a blank display. Troubleshooting was performed but the issue was not resolved. The customer reported that the battery compartment and/or springs are damaged and/or corroded. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
Pump failed to boot up properly once installing aa battery, partial display was noted. Unable to perform sleep current test, active current test, and self test due to partial display. Test p-cap locked properly into the reservoir compartment. Unable to download pump history files and traces using thump software due to partial display. Pump was cut open to perform visual inspection and found bleeding and cracked glass on pcba 1. The following were also noted during visual inspection: corroded battery tube, scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Blank display was not confirmed during testing. Partial display was confirmed during testing due to bleeding and cracked glass on pcba 1. Cosmetic damage was confirmed at the battery compartment. Moisture damage was confirmed found isolated on the battery tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.